Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date reported as unknown day in (B)(6) 2008.

Event description:
Patient suffered from a midshaft humeral fracture and was implanted with plate and screw construct, at a different facility, on an unknown day in (B)(6) 2008. On an unknown date, post-operative x-rays showed a non-union. Patient was returned to the or on (B)(6) 2013 for removal of hardware. Patient was revised with two plates, autogeneous iliac crest bone graft, and lag screw compression. This is 5 of 7 reports for this event.